Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Constrained liner was properly inserted and locked into the acetabular cup. But after the head was impacted and the hip was reduced, the liner came dislodged from the cup on 2 attempts.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock complaint history review: there have been no other events reported for the reported manufacturing lot visual inspection: the returned devices showed explantation damages, there is small deformation dents on the locking ring of the constrained liner which most likely occurred during implantation. Consultation with a material analysis engineer indicated that the damage located on the rim of the constrained liner most likely occurred during implantation. No further analysis was deemed relevant, and therefore not requested. Dimensional and functional inspections were not performed as the device was received damaged. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Constrained liner was properly inserted and locked into the acetabular cup. But after the head was impacted and the hip was reduced the liner came dislodged from the cup on 2 attempts.